Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent clinical follow-up, this right ventricular lead exhibited high thresholds and loss of capture; lead was confirmed dislodged. The physician was able to successfully reposition the product during surgical intervention with no adverse patient effects reported.